Event description:
This c1 was connected to the patient in 12/6 and the use was started. This c1 was removed whefrom the patient and powered off on 12/13. When this c1 was turned on, the start ventilation button was grayed out. Te283005,te249011,and te249004 were recorded in the event log. Also, the event log and service log do not contain any records prior to 12/13. Please tell me the cause of this phenomenon and the countermeasures.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be esm board pn-161658 in consequence the correction to replace the esm board resolved the issue. There was no patient or user harm.